Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue through the device's electronic records. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be due to excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut itself off multiple times. There was no patient use associated with the reported issue.